Event description:
The customer confirmed that the characteristic cracking noise during firing of the device was not detected. The patient is fine. The device has been discarded by the customer.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If further details are received and/or device is received and analyzed, a supplemental medwatch report will be sent. At the time of this submission, the device has not been returned for analysis.

Event description:
It was reported that during a low anterior resection procedure, after firing, the device could not be removed and had to be cut off from the tissue (device was jammed with the tissue). The surgeon had to go on with a purse string suture and anastomose by hand. No further details available.